Event description:
It was reported that during a coronary stenting treatment procedure, stent delivery as well as balloon deflation and removal difficulties were encountered with eventual detachment of the balloon which remained in the pt and subsequent pt death. The pt had been in the hosp on a ventilator, recovering from post-op pulmonary issues when pt experienced an acute mi seven days post-op. Their baseline EKG prior to and during the procedure was sinus tachycardia. A liberte' bare 8/3.0 mm stent was successfully deployed in an extremely calcified, 100% stenotic, denovo lesion in a tortuous distal lad with good results. The physician attempted to deploy a second liberte (16/3.5mm) stent proximal to the first deployed stent. The physician had difficulty advancing the otw stent delivery system (sds), and it became stuck on the first bend in calcified plaque. The physician manipulated the sds very aggressively causing the shaft of the delivery system to kink. He decided to deploy the stent at 20 atms were it was at in the lesion. With the kink in the catheter, the balloon deflation was slow. The physician pulled back on the device and the shaft broke, leaving the balloon and markerbands inside the pt. An attempt to snare the retained balloon and markerbands was unsuccessful. Considering the pt's condition, he opted to leave the segments in the pt's body and inserted an intra aortic balloon pump. The pt's baseline rhythm adn the end of the procedure was sinus rhythm, but their condition subsequently deteriorated and pt expired at an unknown date. It was reported that the physician felt that this event was not a malfunction of the product.